Manufacturer narrative:
Updated field: b4, b5, b6, b7, d10, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and replaced the fiber-optic sensor extension. The unit passed full calibration, functional testing, and safety checks in accordance with factory specifications. The unit was returned to the customer and released for clinical use.

Event description:
It was reported by the customer that during routine check the cardiosave intra-aortic balloon pump(iabp) fiber optic not working properly. There was no patient involved.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) fiber optic not working properly. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected field : h6 ( investigation conclusions ) updated field : b4 , g3 , g6 , h2 , h11.